Event description:
A distributor in china reported on behalf of a healthcare facility, that the bc191 flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). The complaint (B)(4) flexitrunk infant tubing is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
Ps419421. Method: the complaint bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection confirmed that the tubing was damaged. The film was wrinked and torn, indicating that it was pulled to an unintended extension, leading to the reported damage. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. The subject flexitrunk nasal tubing would have met the required specification at the time of distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in china reported on behalf of a healthcare facility, that the bc191 flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.